Event description:
It was reported during an af ablation procedure in which a brk needle was used to perform transeptal puncture, a pericardial effusion occurred. The procedure continued without any intervention and there were no consequences to the pt.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records was not possible, as the lot number for the device is unk. The cause for the reported pericardial effusion is unk. (B)(4).